Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed error code 41622. Functional testing also duplicated error code 41622. The motor and motor sensor were replaced to resolve this issue. The device then passed all testing.

Event description:
It was reported that the pump drive runs very stiffly. Device evaluation revealed last error code 41622. There was no reported patient involvement.